Event description:
Reportable based on device analysis completed on 03-oct-2018. It was reported that difficulty tracking over wire occurred. The 95% stenosed target lesion was located in the proximal diagonal 1, 50-60% stenosed proximal left circumflex (lcx) artery and 100% occlusion in the distal right coronary artery (rca). A 2.5mm x 12mm quantum maverick balloon catheter was advanced into the guidewire but failed to cross as the central lumen was not supportable enough. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable. However, device analysis revealed a hypotube separation. Device evaluated by manufacturer: the returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. A visual examination revealed that the hypotube is separated 42.1cm from the hub. Microscopic examination did not reveal any damages. There is blood present in the guidewire lumen and the balloon is still tightly folded. The guide wire used in the clinical procedure was not returned with the device so a test guide wire was used for functional testing. The test guide wire was advanced into the guide wire lumen and was able to pass through the entire guidewire lumen without difficulty. Inspection of the remainder of the device presented no other damage or irregularities.